Event description:
According to the reporter, when the patient was admitted due to pain, deformity, and restricted movement in the left lower limb following trauma for more than two hours, upon examination, a laceration approximately 10 cm long was observed on the inner side of the right thigh. The starting end of the wound was about 2 cm deep, while the rest was about 0.2 cm deep. The edges of the skin were slightly blackened, with no visible foreign objects retained and no significant active bleeding. The patient was placed in a supine position, and the wound was alternately irrigated with povidone-iodine solution, normal saline, and hydrogen peroxide. Foreign objects were removed, necrotic tissue was trimmed, and a rubber drainage strip was placed in the wound on the right thigh. The wound was sutured with 5-0 absorbable suture. However, upon unpacking, it was found that the needle and suture had separated and were not held in the holder. The suture was immediately replaced, and the wound was dressed in sterile gauze.

Manufacturer narrative:
Additional information: b3, b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the patient was admitted due to pain, deformity, and restricted movement in the left lower limb following trauma for more than two hours, upon examination, a laceration approximately 10 centimeter (cm) long was observed on the inner side of the right thigh. The starting end of the wound was about 2 cm deep, while the rest was about 0.2 cm deep. The edges of the skin were slightly blackened, with no visible foreign objects retained and no significant active bleeding. The patient was placed in a supine position, and the wound was alternately irrigated with povidone-iodine solution, normal saline, and hydrogen peroxide. Foreign objects were removed, necrotic tissue was trimmed, and a rubber drainage strip was placed in the wound on the right thigh. The wound was sutured with 5-0 absorbable sutures. However, upon inspection of the sutures, it was discovered that the needle and suture had separated and could not be used. The suture was immediately replaced, and the wound was dressed in sterile gauze.

Manufacturer narrative:
D10 concomitant product: gl-885, gl-885 polysorb* 5-0 und 75cm cv22 x36, (lot number: d3l4560y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.